Event description:
During a coronary stent procedure, the physician experienced difficulty crossing a pre-dilated lesion with the delivery device/stent. While attempting to retract the delivery device/stent into the guide catheter, the proximal portion of the stent became caught on the guide catheter and the physician was unable to remove. After several attempts at removal, the entire system including the guide catheter was removed, the entire system including the guide catheter was removed with the proximal part of the stent stuck on the lip of the guide catheter. The stent appears to have "folded back on itself". The case was completed with a competitive stent. Patient status is listed as "okay".